Event description:
It was reported that ... "Revision surgery was required after a 9.5x100 xia 3 iliac screw tulip disassociated from the screw shank following a t2-pelvis with dr. [ ] (B)(6) 2012. A pseudarthrosis occurred and the iliac bolt had to be switched out and lateral xlif's were also performed."

Event description:
It was reported that ..."revision surgery was required after a 9.5x100 xia 3 iliac screw tulip disassociated from the screw shank following a t2-pelvis with dr. [ ] last (B)(6) 2012. A pseudarthrosis occurred and the iliac bolt had to be switched out and lateral xlif's were also performed."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: the device was returned for inspection and the event was confirmed. Only bone screw was returned for investigation. Multiple deformations and scratches are visible on the bone screw head and the imprint of the rod is found on the cylindrical part of the bone screw head. The location of this imprint suggests implantation of the screw at maximal angulation. The photographs of the bone screw were inspected by the r&d engineer and it was noticed that there is a smearing pattern where the rod contacts with the top of the bone screw. This smearing pattern suggests that the rod and tulip slipped. The rod / tulip movement relative to the bone screw can result from cantilever load applied to the screw tulip (iliac loading). However, we did not receive the additional information (patient's weight / height / postoperative activity / pathologies / x-rays) that can explain the above observations. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Tests on non disassembling and polyaxiality as well as a check of the appearance and the shape were performed on the entire batch. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. According to the review of complaints received for similar issue, postoperative disengagement of screw tulip can be linked with sub-optimal postoperative conditions applied to the construction. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. Based on the observations made during the visual inspection it appears that this screw was implanted at maximal angulation. Thus, the complaint condition is related to the conditions of use and operational context contributed to this event.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.